Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer required assistance from emergency medical technician who administered a glucagon injection. Customer subsequently went to the emergency room. Customer was discharged the following day with the issue resolved and no permanent damage. No additional event information was provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.